Event description:
No additional information is available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h10. Functional testing found the device would not power on in high or low mode with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during surgery, when pressing the switch it would not spray and could not be used. The batteries were corroded in the battery pack. No adverse event was reported as it relates to this problem. Due diligence is complete and there is no additional information at this time.